Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch on all buttons. There was no numbers scrolling up on the insulin pump. The keypad connector was fully locked. The insulin pump had cracked case at the display window corner, minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are hard to push and are not working properly. Customer's blood glucose reading was 233 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.